Manufacturer narrative:
E1: phone number (B)(6). Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump fails occlusion at 10.83psi. There was no patient involvement.

Manufacturer narrative:
One device was returned for repair with reported problem that device fails occlusion at 10.83 psi. Service history found the device was in for repair in december 2022 for failed accuracy. The reported problem was not verified by functional testing. The cause is the downstream occlusion (dso) sensor due to found fluid ingression. Replaced the dso sensor to correct the issue. The device passed all functional tests after the repair.